Event description:
The customer's doctor reported no delivery alarms from the insulin pump. The doctor believed it was due to the customer's infusion set. The customer's blood glucose value was 73 mg/dl. It was reported that the customer would speak with the doctor about changing infusion sets. Troubleshooting could not be completed as the customer was not on the phone line. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.